Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient temperature was not reading accurately on the arctic sun device. They switched devices and sent this device to biomed and biomed stated that they checked with a sim key and the device seemed to be functioning properly. But it was nearly impossible to troubleshoot after the fact unless looking at the data file. Biomed said to nurse in general that it could have either been the patient temperature probe or temperature cable.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. A potential root cause is patient temperature is inaccurate and therefore control is inadequate due to a damaged, defective, disconnected, or misplaced patient core temperature sensor. However this cannot be confirmed. A DHR review is not required as the serial number is unknown. As the reported event is unconfirmed, labeling review is not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient temperature was not reading accurately on the arctic sun device. They switched devices and sent this device to biomed and biomed stated that they checked with a sim key and the device seemed to be functioning properly. But it was nearly impossible to troubleshoot after the fact unless looking at the data file. Biomed said to nurse in general that it could have either been the patient temperature probe or temperature cable.